Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient had the following impedance values ( 1-790, 11-180,12-790). The re presentative reprogrammed around impedances.

Event description:
It was reported that a patient with an implantable neurostimulator experienced multiple issues following the implant procedure. The patient reported low impedance or short on several contacts (0- 980, 1- 930, 2- 840, 10- 960, 11- 920, 12- 820), loss of stimulation, lack of expected therapy relief, excessively strong stimulation at home described as "banging or hitting a hammer," and the need to decrease stimulation settings due to excessive stimulation. The patient also noted that stimulation was too strong when laying down on certain programs (p1, p2), requiring a reduction of those programs to 0.1v, and expressed frustration with the lack of relief and device function. Retesting of impedance measurements was performed, but no change in results was observed. Cause of issue was unknown and issue is ongoing. The patient was advised to monitor therapy and consult with a healthcare provider for next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead, product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient did not think the therapy was working right for them since they received the implant. Patient stated they met with the manufacturer representative the couple days ago and the representative checked something on his pad and there were orange dots on the screen and representative told her they could program around the orange dots. Patient stated she was still taking opioids. Patient noted they did not feel stimulation when the representative increased the stimulation, however when they came home the stimulation was too strong like someone was banging or hitting a hammer and they had to decrease the stimulation. Patient stated that when they were laying down the stimulation was too strong on p1 and p2 so they decreased the programs to 0.1v. Patient was on group a and had four programs. Agent asked patient to connect with the controller and controller show implanted neurostimulators 60% and controller 100% charged. Agent reviewed meaning of groups and programs. Agent reviewed how to adjust the setting. Agent recommend patient monitor therapy and consult with hcp ofc for next steps. Agent order patient lit. Patient service reviewed device function and recommend patient consult with healthcare provider ofc for next steps. Additional information was received, it was reported the feeling from stimulation was resolved by decreasing stimulation. The representative explained the adaptive stim feature to the patient. There were no external/environmental/patient factors found to have caused or contributed to low impedances. The cause of the low impedances was not determined. The representative retested impedance measurements with no avail. The representative reprogrammed around the impedances.